Manufacturer narrative:
Box b: adverse event or product problem: outcomes attributed to ae has been updated in this follow-up.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5147946). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged sleep apnea, stage IV lung cancer, respiratory infection, dates. There was no report of serious patient harm or injury. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box d: product brand name, model number, catalog item identifier, product UDI was updated. In box g: 510k was updated.

Manufacturer narrative:
The 510k number and the exact recall number could not be provided since no device information was provided. Possible recall numbers include z-1972, z-1973, and z-1974.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5147946). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged sleep apnea, stage IV lung cancer, respiratory infection, dates. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.